Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fae reported that the picture gets blurry when zoomed in but reported that the conductor wire insulation could be damaged and the bare metal wire could be exposed.

Event description:
It was reported that during central processing, the curved bipolar dissector instrument had a loose black conductor wire. There was no report of patient involvement or reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information. The nurse stated she did not attend the procedure. The full lot number for the instrument was k11221009-0164. The damaged black conductor wire was identified prior to central processing. The instrument was inspected prior to use, and nothing was found out of the ordinary. The customer does not know if the wire was exposed, but there was loss of cautery due to the damaged cable. The reporter did not know if there were signs of thermal damage or if arcing occurred. The instrument did not collide with any instrument or tool during the procedure. Patient demographic information was requested but was not provided. Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Internal wires were not exposed. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.